Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. It was reported that the event occurred during an intramedullary (im) nailing surgical procedure. The report stated that the device stopped working and the scrub nurse was able to restart the device. After the device was restarted, the device suddenly stopped again and died. There was a two minute delay to the surgical procedure. It was reported that a spare device available for use. The reporter stated the there was no patient harm. The patient¿s post-surgical outcome was reported as fine. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the battery reamer/drill device stopped working. It was further noted that a different battery was tried in it, but still did not work. There was a short unspecified delay due to the fact that the or team had to bring in a new replacement device. The case was able to be completed with no further issues. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.